Event description:
It was reported by customer that "saline leaks from t lock area ECG and septum area. We noticed that when we went to flush the PICC line, the flush would come out around the wire on the end cap instead of flushing the line. We have noticed this on many PICC lines. We would put our finger over the end cap to flush." Additional information from customer response on (B)(6) 2023. "This happened on almost every PICC we used. It was noted before and during use. No pt involvement. No serious injury to anyone involved. This was more of a pain for the inserter of the PICC. No medication used besides normal saline flush with the provided syringes that comes with the PICC kit. All the piccs were inserted and wire with cap discarded." The customer reported this occurred with many PICC lines however the exact quantity was not provided to bd field assurance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.